Manufacturer narrative:
-Previous: stated lens remains implanted. Current: lens was exchanged on (B)(6) 2017. Exchange information (lens size, problem resolution) is unknown. Device evaluation: lens was returned dry in a micro-centrifuge vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found a piece of the haptic missing. (B)(4).conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.98mm)]. (B)(4).

Manufacturer narrative:
Updated: the lens was exchanged for a longer lens and the problem was resolved. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -8.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The surgeon is planning to exchange the lens due to the patient experiencing low vault. The problem is not yet resolved. As of the date of MDR reporting the lens remains implanted. Attempts to contact surgeon have not yet been successful.

Manufacturer narrative:
(B)(6) 2017. (B)(4).